Event description:
The customer reported erroneous troponin I (accutni) results, for multiple pts, involving two unicel dxc 600i synchron access clinical systems. This is report number 8 of 13 referencing sys serial number (B)(4). The results were within the risk stratification range. Subsequent testing produced results above the acute myocardial infarction (ami) and within the normal reference interval. It is unk if the erroneous results were released out of the lab. It is unk which unicel dxc 600i sys produced the erroneous results. There has been no report of pt injury or change in pt treatment associated with this event. The field svc engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field svc engineer (fse) assessed and verified the sys at the facility. The field application was onsite on the week of (B)(4) 2008 and addressed pre-analytical sample issues. This reportable event was identified during a retrospective review of product complaints conducted from 1/1/2008 through 10/23/2010 for add'l reportable events.